Event description:
During an atrial fibrillation (afib) procedure, it was reported there was something on the proximal electrode tip of this catheter when it was pulled out of the patient's body at the end of the case. It was unsure if it was a tissue or part of the catheter. The procedure was completed without any patient consequence.

Manufacturer narrative:
(B)(4).